Event description:
Device was inserted into patient. X-ray showed the tube was placed incorrectly high in the esophagus. Tube and stylet were immediately removed. Upon removal the stylet was found to have pierced the tube. There was no illness, injury or medical intervention resulting from the event. One pt involved. Note: event date given above is approximate.